Manufacturer narrative:
The customer reported that the intraocular pressure (iop) is not turning on with the system. The surgery was able to be completed without any patient impact. The company service representative examined the system, but could not replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on september 25, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the intraocular pressure control would not turn on during surgery. The surgery was completed. There was no patient harm.